Event description:
Out of box failure - fault 7 (discrepancy between load cell 1 and 2 is higher than 100). The autopulse was intended for use as a demonstration unit for our sales force. The new device was taken from our warehouse. The fault occurred when the unit was pulled out of the box.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll on (B)(4) 2012 and was analyzed. The reported problem was verified. The archive data showed alarm_ID 7 (discrepancy between load 1 and load 2 too large). Load cell characterization testing showed both load cells were not functioning properly. Both load cells were replaced. The autopulse passed final test. No adverse event was reported.